Event description:
Event was reported to caldera medical by an attorney. Legal complaint states that pt suffered significant harm, conscious pain and suffering, physical injury and bodily implant resulting permanent physical deficits, permanent impairment and other sequelae. No additional info was provided.